Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the device was explanted on (B)(6) 2017 but the manufacturer representatives were not notified until (B)(6) 2017. The reporting manufacturer representative did not know the reason for the explant, if there were any related environmental factors, diagnostics taken, interventions performed, or when the issue started. The hospital had the explanted device; it was unknown if the devices would be returned to the manufacturer for analysis. It was asked but unknown if the issues had resolved with the explant, if the device had been replaced by another device from the manufacturer, the patient¿s status at the time of the event, the patient weight, and the patient¿s medical history. No further complications were reported. Follow-up for the missing information was initiated. Additional information was received from the healthcare provider on (B)(6) 2017. It was reported that the ins (implantable neurostimulator) was explanted because it never worked well and the ins was due to be replaced. No diagnostics were performed. The patient was currently healthy. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.